Manufacturer narrative:
Per the clinic, the patient experienced post-operative infection and skin breakdown at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025 and the patient was hospitalised from on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.